Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose readings since he has been on the insulin pump. Customer declined any further assistance. Customer's blood glucose reading at the time of the call was 468 mg/dl. Nothing further was reported.